Event description:
The article "safety and efficacy of injection laryngoplasty - hyaluronic acid versus calcium hydroxylapatite in local and general anesthesia settings" noted 87 patients were injected with anywhere from 0.5-1mls of juvéderm® ultra plus xc into the vocal folds with a 23g needle. 3 of the patients experienced acute dyspnea. All were self limiting and full recovery made the following day and 1 patient experienced a subchordal cyst 3 months after the injection. 20 months later, the patient underwent an incision and drainage to remove the undegraded materials.

Manufacturer narrative:
Clarification to d.6a. Implant date: between october 2014 - december 2023. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: zulkaflay, muhammad sallehin et al. ¿safety and efficacy of injection laryngoplasty- hyaluronic acid versus calcium hydroxylapatite in local and general anesthesia settings.¿ journal of voice: official journal of the voice foundation, s0892-1997(26)00267-5. 18 jun. 2026, doi: 10.1016/j.jvoice.2026.05.044. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.